Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 234 mg/dl. The customer stated that she got several no delivery alarms prior to being hospitalized. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the self test, but the customer didn't have supplies to conduct the prime or high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.